Event description:
It was reported that the left ventricular lead had high thresholds, was capped and replaced. The device was returned to the manufacturer after being explanted due to eri (elective replacement indicator). The device subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Evaluation summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage.